Manufacturer narrative:
Product returned but product could not be evaluated as it was lost during the process of moving it back for investigation. Investigation will be re-opened if the product is found. Reported event was confirmed as the device was received in worn condition. DHR was reviewed and no discrepancies or anomalies were found. Complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Review of the complaint history determined that no further action is required as no were trends identified. Device returned but lost in processing.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was impacting the persona femoral impactor pad the black tip inserter split into two pieces. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.